Manufacturer narrative:
Device not available for evaluation.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The 1.5 year post-operative CT showed evidence of aneurysm enlargement of the suprarenal aorta. The physician elected convert the patient to open surgical repair and explant the ovation device. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause of the reported occlusion was found to undetermined/unknown. There were underlying irregularities within the limb lumen that were observed but the cause of these irregularities could not be determined due to lack of relevant imaging. Procedure-related circumstance(s), did not likely contribute to the reported event. Anatomical factors may have contributed to the reported occlusion, specifically the irregularities in the limb lumen. There were no user related, off-label, or cautionary product use conditions found. It was noted that the patient was discharged home four days post-op in satisfactory condition. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. (B)(4)